Manufacturer narrative:
(B)(4). The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that an internal blood leak occurred approximately 2 hours and 25 minutes after initiation of the patient's hemodialysis (hd) treatment. The leak was visually observed in the dialysate. Test strips were used and positively confirmed the presence of blood. Furthermore, the hd machine alarmed appropriately. The patient's estimated blood loss (ebl) was noted as being approximately 250ml. The patient did not complete treatment. Following the incident, the patient's access site clotted while the patient was being asked to "hold her site." "There was no bruise at the site, and no movement." The patient then claimed she couldn't remember anything; she said she lost her memory. The patient asked if she had passed out because she allegedly could not remember. According to the nurse, the patient did not pass out. The nurse called 911 and the patient was transported to the hospital by ambulance. The patient was back at the clinic for dialysis on monday, (B)(6) 2016. The nurse reported that the patient was sent to an access specialist to have her access "de-clotted". The patient was able to complete her dialysis treatment after having the access de-clotted. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.